Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The ICD was post paced t wave oversensing on the ventricular channel. The ICD was reprogrammed.

Event description:
New information received notes that the device continued to exhibit post-paced t-wave oversensing. The patient remained asymptomatic. Additional programming changes were made and the device remains implanted.